Event description:
It was reported that during a thoracoscopic pneumonectomy, after blood vessel dissection, the jaws would not open and the knife did not return to home position at the 2nd firing, so the manual override lever was used. After using, the jaws opened. It was tried that the knife was returned by using the manual override lever before using the knife reverse switch, so it was an unknown cause. Since it did not seem that the manual override lever was moving, it is unknown if the jaws did not open or if it was a problem with the way to open. There was no bleeding. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2024. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.